Manufacturer narrative:
(B)(4)

Event description:
Additional information was received on march 19th 2015 indicating that the patient had problems with their device and it stung when she turnedit on and stung in certain areas. It was noted that it was not working. Their physician had seen them two-three times since implant and had it adjusted. The last time they saw their physician three weeks ago in (B)(6) 2015. She had told him about the stinging and that they readjusted the device and it was not working and she wanted it removed. The physician was reluctant to remove it. The patient was reporting other back/spine problems and her physician told her she had pinched nerves.

Event description:
It was reported that the patient¿s device had been giving them problems for about a year or so prior to the report. The patient¿s skin would pull so tightly on their stimulator that it hurt to the point where the patient needed pain medicine. The patient had other things going on too. The patient was planning on having their device taken out. The patient was still having concerns with their device or therapy. The patient received assistance from their doctor or a manufacturer representative in (B)(6) 2014 but their concerns were not resolved. The patient noted that they used to use it all the time but it got to the point where the device just made things worse so they stopped using it. The device worked for a couple of years but then did not help anymore. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that the patient had gotten the implantable neurostimulator (ins) to help with her bad back. It had helped for the first 2 years but started last year the ins started bothering her and she wanted it out. It felt like a heavy load weighing on her back. There were no falls or trauma that could be related to the issue. There was pain at the implant site, lower left part of her back, and loss of therapeutic effect. She worked with manufacturing representatives (rep) in the healthcare provider (hcp) office several times but that did not seem to help. They did tweaking but not matter what they did it didn't seem to help. This was in the (B)(6) of last year, 2014. 7-8 months before the patient turned stimulation off 2-3 months ago, the patient's toes would go numb if stimulation was turned on. Additionally, when stimulation was turned on, it made her itch. In the last 2-3 months, the patient had bladder pain and had to urinate so much. She went to gynecologist, and determined she did not have a urine problem and did not have an infection, but was having the trouble off and on. The patient could not take it anymore and turned stimulation off 2-3 months ago, but she still kept it charged. It was noted that the patient had a knee replacement last year on (B)(6) 2014.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).